Manufacturer narrative:
Adverse event (ae) assessment: ae assessor spoke to this long term v-go 40 user. She is a retired nurse who lives with her daughter. She uses humalog insulin in her device. She is a type 2 diabetic. She states she usually eats three meals daily and gives 2 or 3 clicks depending on what she eats. She is active and swims for exercise. She changes her device every morning when she wakes up. She wears a freestyle continuous glucose monitor (cgm) but she states the alarms are turned off. She does not know the exact date of the event. The patient reported she had been sick to her stomach all day and she did not eat. She drank non caloric fluids to stay hydrated. She recalls waking up in the night with the rescue squad in her room. They gave her an IV of dextrose which raised her glucose levels. She was not transported to the hospital. Her daughter was the one who found her and found that the glucose level was 36. Ae assessor reminded the patient to remove the device if she is not eating. The patient states she forgets she has it on. The patient stated that her doctor is changing her to v-go 30, but the patient cannot afford the v-go and will no longer be using it after this box of v-go 30 is gone. It appears that the incident was due to the patient wearing her device, but not eating enough carbs to cover the insulin that was infusing. The patient confirmed that the lot number could not be provided and that the device was discarded.

Event description:
The patient reported that they experienced low blood sugar in (B)(6) 2024. It was reported that the rescue squad was called by the patient's family member. The patient reported that their blood sugar was around 36 (mg/dl) for the event. According to patient, the rescue squad administered IV dextrose and had her eat. She was not taken to the hospital. The event occurred around 1pm after patient had been sleeping for most of the morning and not eating. No devices were reported to be available for return to the manufacturer for evaluation.